Event description:
The customer reported that their bedside monitor (bsm) spo2 alarm settings were different then previously set and that an alarm could have been missed. No harm or injury occurred.

Manufacturer narrative:
The customer reported that their bedside monitor (bsm) spo2 alarm settings were different then previously set and that an alarm could have been missed. No harm or injury occurred. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device was used in conjunction with the cns: bsms: model #: bsm-6501. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni.

Manufacturer narrative:
Details of complaint: the customer reported that the spo2 alarm settings on the bedside monitor (bsm) were different than previously set and that an alarm could have been missed. No patient harm was reported. Investigation summary: this issue is an inconvenience to user and has no adverse health consequences. Patient injury is unlikely. An unwarranted change in alarm settings could lead to patient harm should an alarm not be triggered due to not exceeding the limits set by the user. The customer claimed that one of their staff changed the settings and was not alleging that the reported incident was caused by the device. The cns logs were reviewed and confirmed that the alarm settings were changed during the reported times. The root cause is related to use error. There is no evidence of an nk device malfunction. The customer was aware of the error without need for education from nka.

Event description:
The customer reported that the spo2 alarm settings on the bedside monitor (bsm) were different than previously set and that an alarm could have been missed. No harm or injury occurred.